Manufacturer narrative:
Retainer = black case type =ngp customer returned pump for an alleged cosmetic damage located at an unspecified area and exposed to moisture found on (B)(6) 2022. Insulin pump alarmed critical pump error after battery installation. Unit successfully downloaded using thump. Verified critical pump error due to consecutive pump error 63 (variable 15) esf#3926945 file#2017 line#147 alarms in the pump history download on 11/04/2022 at 04:05 pm due to hardware defect. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. Unable to perform force sensor zero offset test due to moisture damage on force sensor. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, stained keypad overlay, pillowing keypad overlay, cracked case (battery tube), peeling serial label. The p-cap/reservoir does lock properly. Critical pump error (open book image) alarm confirmed due to pump error 63. Pump exposed to moisture confirmed to electronic stack and force sensor. Pump error 63 is confirmed due to being found in trace files and hardware defect. Cosmetic damage on unspecified area is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had crack and exposed to moisture. No harm requiring medical intervention was reported. The device was returned for analysis.